Manufacturer narrative:
(B)(4) medical devices: steerable guide catheter, 2 additional implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported entrapment of device component and device operates differently than expected (slippage) could not be determined. The reported patient effect of foreign body in patient appears to be related to the procedural circumstances of the clip becoming caught on the septum. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip became stuck on the septum and could not be removed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted. The third clip delivery system (cds) was advanced to the left atrium; however, the steerable guide catheter (sgc) and cds slipped back to the right atrium. The clip became caught on the septum, and could not be freed. The clip was deployed at the septum and 2 additional clips were implanted, reducing the mr to 1-2. The patient was confirmed to be stable post procedure. No additional information was provided.